Manufacturer narrative:
Device was received not deployed with the slide insert not visible through the viewing window. The linkage assembly, visible through the viewing window, remains in the unfired position. Data downloaded from the device indicates a drive stall during the priming sequence prevented the ratchet gear from advancing far enough for the device to deploy. The device was reset, paired with a pdm, and successfully delivered a 5u bolus (fig 2). The drive mechanism was inspected and nothing was found that would contribute to the drive stall during the priming sequence.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient found cannula had not deployed as intended. The cannula was not visible, and the pink slide did not move forward, indicating a needle mechanism failure.